Event description:
This complaint is from literature source. It was reported that one patient with asd suffered acute heart failure after the procedure. The patient fully recovered after conservative management. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Title: ¿catheter ablation of atrial fibrillation in patients with atrial septal defect: long-term follow-up results¿. The objective of this study was to evaluate and compare the long-term efficacy of af ablation in patients with unrepaired atrial septal defect (asd) with those with normal septal anatomy. The study was conducted from january 2008 to december 2012. The 18 consecutive patients were identified with medically refractory af and an asd. From this report other events were reported. Two patients suffered from hematoma. All of the patients recovered fully after conservative management. Suspected device is navsitar 8 mm. However, catalog number and lot number are unknown. Carto xp mapping system was also used during the procedure.

Manufacturer narrative:
The product is not available, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: product: carto¿ xp system, us catalog # fg540000m, serial # unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).